Manufacturer narrative:
(B)(4). This complaint for use error-failed to follow therapy steps is confirmed based on the event description. The patient unintentionally disconnected from the patient line in their sleep. The registered nurse then reconnected the patient. Users are advised to only use disposables once. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error poor aseptic technique.

Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k; however, have been provided in this MDR. If additional information becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had disconnected himself unintentionally. The nurse (rn) stated that the patient woke up from a bad dream and pulled the dressing off and the hp disconnected from the hc. The rn stated she reconnected the hp. The technical service representative recommended that rn leave the hc off and explained the hc would need to be setup with all new supplies. Global product surveillance (ps) contacted the rn on (B)(4) 2011. The reporting rn was not there. Ps talked to the unit rn concerning the problem. The unit rn did not have any new information about the event. A message was left for the reporting rn for a call back. There was no patient injury or medical intervention reported.